Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine stopped working when surgeon was in irrigation and aspiration (I/a) mode. The clinic reported the I/a handpiece was not in the pt's operative when the event occurred. The clinic completed case using a manual procedure. The clinic reported there was a 30 to 45 minute delay. There was no pt injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service tech at the customer's location. The tech checked and verified all connections and components and was unable to identify the exact cause of the event. The system was verified for all modes of operations and calibrations. The system met amo specs.